Event description:
The event is reported as: at the prior test before use, it was found that one inflation line was not attached to the shaft. No pt injury reported.

Manufacturer narrative:
At the time of this report, the sample device was not returned for evaluation.